Event description:
It was reported that there were impedance readings less than 250 ohms as well as impedance readings of greater than 2000 ohms on some of the unipolar pairs. It was noted that the patient had their batteries ¿changed out¿ a day prior to report. It was noted prior to ¿change out¿ the manufacturing representative checked the impedances on the left implantable neurostimulator (ins) ¿0-3 was less than 50 ohms.¿ it was noted that on the right ins c-0, c-1 and 0-1 were all a ¿little bit high.¿ it was noted that these impedances remained after the devices were replaced. It was noted that the patient was programmed ¿3+,2-,and 1-¿ and on the left ins. It was further noted that the patient was programmed 3+ and 2- on the right ins. The reporter stated that impedances did not appear to be an issue. It was noted that the patient was receiving benefit form therapy. It was further noted that there were no therapy issues and that the patient did not report any falls or trauma. Additional information received reported that the reason for ins replacement was that the battery levels were low. It was noted that it was unknown if the abnormal impedances resolved. It was further noted that no further diagnostics were performed and no cause of issue determined. It was noted that no intervention had taken place or were planned. It was noted that the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v561214, implanted: (B)(6) 2011, product type: lead. Product ID: 3389s-40, lot# v644608, implanted: (B)(6) 2011, product type lead product ID 7482a51 lot# serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).